Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, non-tortuous, distal superficial femoral/popliteal artery, the armada balloon dilatation catheter (bdc) was advanced to the lesion without issue and was inflated once to 12 atmosphere (atm), but the balloon did not deflate. By using negative then neutral pressure and rotating the balloon, partial deflation was achieved. The balloon was difficult to retract into the sheath and both devices were removed as a system from the anatomy without issue. Once outside the anatomy, the balloon was difficult to remove from the sheath, but was removed and was inspected/tested. During testing outside the anatomy, the balloon inflated asymmetrically. The procedure was completed using 2 additional bdc and the same non-abbott indeflator without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation/inflation issues were not confirmed. During return device testing, the balloon was able to be inflated and deflated within the specification. The balloon deflated flat. The difficulty removing could not be confirmed as it was based on case circumstances. Based on a visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a definitive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.